Manufacturer narrative:
The product was not returned to the manufacturer for physical evaluation. The failure is unconfirmed. The most probable cause of this complaint is the customer¿s inventory management system. The expiration date of the iwm-t product used in surgery was likely not checked prior to surgery and use.

Event description:
A distributor reported on behalf of the customer that on (B)(6) 2018, an expired integra wound matrix was implanted. The patient was prepped for surgery and the product was taken by a nurse out of the implant coordinators empty office and was implanted without an integra representative aware. The hospital has taken responsibility for the incident. There was no delay in procedure and no patient injury were reported. Additional information has been requested.